Event description:
It was reported that the pump started falling down within the first year of implant. The physician had attached it to the patient¿s lowest rib. After that, she developed an infection because the physician had forgotten to place a drain. She subsequently developed a ¿red bubble¿ that ballooned in her belly. It was indicated that her primary-care physician (pcp) would not touch her and, when she went to the emergency room (ER), no one there would touch her either. After several days had gone by, the bubble exploded and ¿looked like the oj murder scene in the bathroom¿. The physician went in again and the patient demanded that he place a drain. It was noted that the physician dismissed her about two or three years after the implant. At the time of report, the pump contained saline; there was no report of the drug in use at the time of the event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8591-38, lot# c05231, implanted: (B)(6) 2007. Product type: accessory. (B)(4).

Event description:
Additional information reported that the stretch wrap had ¿blown up on them.¿ it was stated that blood was everywhere. It was stated the health care provider (hcp) forgot to put a drain in, and did not do it until the 3rd surgery. It was stated the patient gained weight from the pump moving around.